Event description:
A tubing set that leaked at the filter. The reporter stated that the homecare patient was receiving the antibiotic timentin via a PICC line. The patient called into the agency and reported that the antibiotic was "pouring out from the filter." The homecare nurse went to the patient's home and discovered that the PICC line had clotted off. The patient was taken to the ER to have the PICC line declotted. The PICC line could not be declotted and was removed. A new PICC line was inserted. The patient missed four doses of antibiotics. Blood work was drawn, but no changes were reported in the patient's antibiotic therapy. There was no report of patient harm or adverse patient effect. Although requested, no additional information was available.